Event description:
Patient was having an MRI. She passed through ferrous magnetic detector after the review of the safety checklist with MRI personnel. When the patient went to lay down on scanner table there was a large bang noise and it was noted that an arm weight that was under her sweatshirt came off her arm and stuck to the side of the bore. Patient was immediately removed from room and the MRI staff was able to remove the lead-free steel shot that inside of this compression sleeve. Device: handithing arm weight from (B)(6). Patient has a history of shunted hydrocephalus and recent event which resulted in a tremor which she wears the weighted sleeves to help control. FDA safety report ID # (B)(4).